Event description:
It was reported to covidien that the customer had an issue with a peritoneal dialysis catheter. The customer reported noticing a hole in the catheter near the adapter, which was leaking. The patient was placed on prophylactic antibiotics.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.